Manufacturer narrative:
H.6. Investigation: 1.DHR was reviewed and no qn found. 2.manufacture records were reviewed, no abnormality was found. 3.pen needle product has 100% np cannula checked, and all defect part will be rejected automatically 4.pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 5.incoming inspection report of the cannula which used for this lot, and all test results(stiffness/ resistance to breakage) meet the specification 6.inspected 14pcs retention parts angle and appearance, all results passed; clog test and cannula pull force were also conducted and passed inspection. 7.1pcs returned representative samples were inspected for clog and cannula pull force , all results passed. 8. Base on investigation above, the complaint is not manufacture issue. H3 other text : see h.10

Event description:
It was reported that bd nano¿ pen needle was bent. This occurred on 5 occasions before use. The following information was provided by the initial reporter: five pen needle was noticed with needle bent during priming. Defected product didn't used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nano¿ pen needle was bent. This occurred on 5 occasions before use. The following information was provided by the initial reporter: five pen needle was noticed with needle bent during priming. Defected product didn't used.